Event description:
It was reported that after the completion of a left transcarotid artery revascularization (tcar) procedure, the patient became lethargic, demonstrated seizure like activity, and had systolic blood pressure (sbp) of 190-200's with a body temperature of 103 degree fahrenheit. Further, the patients condition progressed to right sided paralysis with severe neuro deficits and hence the patient was intubated. The physician stated that these events could likely be related to a reperfusion event, however, magnetic resonance imaging (MRI) scan revealed the patient likely had an embolic stroke. The patient's care was withdrawn with compassionate extubating. At this time, it is unknown if the reported failure is related to a silk road medical device failure, a reperfusion event, or postoperative blood pressure mismanagement, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. At this time, it is unknown if the reported failure is related to patient's symptomatic conditions, blood pressure issues, or a silk road medical device failure, hence, the event will be reported out of abundance of caution. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.